Manufacturer narrative:
This report contains the corrected information. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving several no delivery alarms. Customer's blood glucose level at the time of the incident was 450 mg/dl. Customer was able to troubleshoot. Customer's infusion set cannula was observed to be bent upon removal. After disconnecting at the quick release, customer states that insulin exited the infusion set tubing when performing a fixed prime. Customer states that changing the infusion set resolved the no delivery alarm.

Manufacturer narrative:
The device information in section d provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.